Manufacturer narrative:
The device was discarded and not returned for evaluation. Therefore, the exact root cause of the balloon rupture could not be determined. Balloon rupture is an inherent risk of using this product. As stated in the IFU: "exercise caution when encountering extremely diseased vessels. Arterial rupture or balloon failure due to sharp calcified plaque may occur. Avoid extended or excessive exposure to fluorescent light, heat, sunlight, or chemical fumes to reduce balloon degradation." It was stated the exact lot number was unknown and it could possibly be mpf1024 or mpf1110 according to records. The lot numbers that were provided was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. Product info for lot mpf1024 - (B)(4) - manufacturing date: 01/26/2023 - expiration date: 12/28/2025. Product info for lot mpf1110 - (B)(4) - manufacturing date: 12-08-2023 - expiration date: 11-28-2026.

Event description:
It was reported that during the procedure, the balloon going to externa ruptured. The product was checked during the pre-test and no issues were noted. The balloon ruptured when they attempted to fill the blue balloon in the externa. They removed the shunt and discarded it. The patient was doing fine with no reported injury. The exact lot number is unknown, but the following are possible according to records: mpf1024 and mpf1110.